Manufacturer narrative:
The t:slim x2 g6 pump user guide states: "if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs." The t:slim x2 g6 pump user guide states: "you tapped stop insulin in the options menu and insulin delivery has been stopped for more than 15 minutes." The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl and vomited. Subsequently, customer was hospitalized. Reportedly, a non-tandem infusion set cannula was kinked. Additionally, the customer received an incomplete bolus alert after delivering a bolus. Subsequently, a resume pump alarm occurred due to the incomplete bolus alert not being addressed. Tandem technical support (cts) educated the customer that per the t:slim x2 basal iq user guide, if the user enters the bolus screen and the screen is not exited within 90 seconds, the incomplete bolus alert will occur. Cts also informed the customer regarding the causes of resume pump alarms. Customer understood and acknowledged that the pump was performing as intended. The infusion set manufacturer and brand was not provided. Additional information regarding the hospitalization was not provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.